Manufacturer narrative:
H6-device codes: appropriate term/code not available (3191): perforation; appropriate term/code not available (3191): tilt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the patient allegedly received an implant around 2004 due to blood clots. The patient is alleging migration, tilt, and vena cava perforation. The patient further alleges hospitalization due to the inability to breathe, stomach pain, pain/suffering and fear the implant has or will move and cause injury or death and anxiety (2014). Per the (B)(6) 2017, computed tomography- abdomen without contrast: " findings: mild broad 5 degree leftward angulation of the inferior vena cava. 5.5cm length inferior vena cava filter positioned between l1 and l3 vertebral bodies, with 3.5cm umbrella supported by limbs and cm length vertical retrievable stem segment. The filter has 6 degree leftward angulation, in plane with the inferior vena cava. The umbrella portion of the device terminates approximately 0.6cm peripheral to the lower most renal vein; vertical stem crosses the level of the renal veins, terminating 0.7cm central to the renal vein ostia. Right lateral, left lateral, anterior, and posterior limbs are embedded within the inferior vena cava wall associated with mild intimal hyperplasia distally. Anterior and posterior limbs my extend just beyond the inferior vena cava wall terminating into adjacent mesenteric fat. No device fracture or metal fatigue identified".

Manufacturer narrative:
Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "migration, tilt, embedded, vc perforation, pain, suffering, inability to breath, anxiety" cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Unknown if the reported pain, suffering, inability to breath, anxiety are directly related to the filter. Catalog and lot# are unknown, but the filter tulip is manufactured and inspected according to manufacturing and quality control instructions. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information to report at this time.

Manufacturer narrative:
Occupation: non-healthcare professional. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter device sometime 2004. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.